Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported that wire moved, and incision started bleeding, it was done now. They switched programs per instructed, he felt stimulation at 0.9. The patient was advised to contact healthcare provider. No further complications were reported/anticipated.